Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This report is being submitted to update additional information in section b5, b6, d9, h2, and h10.

Event description:
It was reported the elevator fractured while elevating a dental root tip. The surgeon reports that the instrument fractured with little applied force. The piece of the fractured instrument fell inside the patient's oral cavity and was successfully retrieved. The procedure was completed with a back-up instrument. A post-op x-ray was performed to ensure no fractured pieces of instrument remained in the patient. It was reported that no further information was available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. -one item# 09-0257 lot# g20 was returned and item and etch verified to complaint. Visual inspection found that tip is fractured on one side from tip to side edge with no other signs that are significant. Product has scratching and coloring indicative of multiple use. -review of end level device history record(s) not performed as it is package and label only and reported event is not associated with packaging or labeling. Supplier DHR review: product was conforming to all specifications and no scrap, process deviations, or product non-conformances were noted during review. -a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Customer provided g20 as the lot number, but this cannot be attributed to a valid lot number.

Event description:
It was reported the instrument fractured while extracting a root tip with excessive force. Attempts have been made and no further information has been provided.